Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck had 45 degree angulation, and the aortic neck changed in diameter from 21 mm to 19 mm to 21 mm. It was reported a week post stent graft implant the patient returned with severe leg pain. The CT revealed that the stentless of the ipsilateral limb of the stent graft there was an occlusion. The cause of the occlusion is unknown; however, it may be related to the patient's change in the aortic neck diameter. The occlusion was repaired by placement of an aneurx and the occlusion was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results and conclusion: aortic neck had 45 degree angulation, and the aortic neck changed in diameter from 21 mm to 19 mm to 21 mm. Arterial and venous occlusion.